Manufacturer narrative:
B3.date is estimated; year is valid.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that they couldn't feel it at all, and that they have been self-catheterized for 3 yrs. The patient stated that they could never feel it anyway, and it worked at first for a few years, but they got to a point where they were not emptying their bladder. The agent reviewed ins battery longevity, provided national answering service (nas) number and redirected them to the healthcare provider (hcp) to further address the issue. The agent documented the reported events.